Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, event description: unk, this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the doctor found a 12.6mm, vticm5_12.6, -10.0/1.0/92 (sphere/cylinder/axis), implantable collamer lens damage during loading the lens into the cartridge. The lens got caught in the cartridge and was damaged. There was no patient contact. A replacement lens was later implanted and the problem resolved. Cause of event was unknown.